Event description:
A report was received that during a permanent implant procedure, the patient was experiencing extreme pain in her calves and shin area. The physician was unsure if the pain was due to the procedure or device. Upon follow-up, the patient was reprogrammed and was prescribed a double dose of pain medication.

Manufacturer narrative:
This is the final report.